Manufacturer narrative:
D4: model, lot/serial, UDI number unknown. G4: 510k number unknown. H3: device not received by manufacturer. H4: device manufacture date unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that after a spinal epidural anesthesia (csea) application, after approx. Two hours patient presented with severe labor pains again without any detectable level despite multiple boluses (around 30 ml per pump protocol). The bag with the ropivacaine still seemed to be completely full. Troubleshooting was performed, the line from the filter was disconnected and triggered a bolus, nothing came out. A new system was installed and then the pda worked perfectly after another injection. Medication that was to be administered; ropivacaine 0.2 percent. No adverse patient effects were reported by the customer.

Manufacturer narrative:
H6 - evaluation codes: updated. Device evaluation: no product was returned. The investigation determined the most probable cause to be the fluid path containing air bubbles as a result of the tubing not being fully threaded through the air detector; however, this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. No serial number was provided; therefore, a history record review could not be conducted.